Event description:
User alleges that attempting to pull esophageal probe back out of the pt the white cord broke. The probe was removed by the doctor "snagging" esophageal stethoscope.

Manufacturer narrative:
Evaluation-other: the probe was discarded at the facility. Smiths medical asd, inc is unable to perform a thorough investigation without the return of the actual sample involved. If info is received other than what is reported; then a follow up report will be filed. A review of the complaints database shows no reports on this catalog number or lot number. In addition, a review of mfg records for this catalog number indicated no problems that would provide an explanation for this event.